Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the pump access site was oozing and was redressed, sutures were tightened, and blood was given for dropped hemoglobin. In addition, the pump had suction despite all troubleshooting. The family made the choice to withdraw care as prognosis was in question with possible encephalopathy and the patient expired.

Manufacturer narrative:
The investigation of access site bleeding and low pump flow has been completed. The impella device was not returned for evaluation. Low pump flow: data log reviewed: suctions alarms occurred after impella insertion above p-4, drop in flow observed at p4 & 5. Looks flow resolved after blood infusion, no placement signal or positioning issue alarms seen. No mc spike outside of p-level changes occurred. The cause of low pump flow most likely was patient condition related since after blood infusion was able to increase flows. Access site bleeding: the cause of bleeding (oozing) issue most likely was use related since retightened perclose sutures within syringe/stopcock and site redressed required.